Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture resulting in the patient receiving a backup pulse which then resulted in one episode of paroxysmal atrial fibrillation was noted. No malfunction was alleged. The physician elected to monitor the patient. The patient was in stable condition.